Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens, approximately 10 years ago and now the patient is exhibiting "myoptic and astigmatic regression" (possible change in refractive error). The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.